Event description:
A malfunction alarm was reported with code malf 16. There was no adverse impact to the customer¿s blood glucose level. The customer planned to use a backup therapy method to ensure insulin delivery was not interrupted.